Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy procedure, while the surgeon pulled the suture of the device in order to close pouch, suture broke before the pouch closed. Surgeon pulled the broken suture with pean forceps to complete the collection. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The specimen pouch was not returned. Specimen pouch had separated completely and properly from metal ring as can be observed by remnants on metal ring. String was broken and frayed at a point within shaft. The plunger and metal ring advanced and retracted properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.